Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 sensor and the ilet following accidental activation of the fr button, resulting in signal loss and failure to pair, for which the user was instructed to toggle cgm settings and restart the ilet while allowing time for reconnection; the issue involved the ilet¿s antenna as the affected component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure associated with the device¿s electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.